Manufacturer narrative:
Date of birth: unknown. The patients age was used to determine a placeholder date for this field. The initial reporter also notified the FDA on july 2021. Medwatch report # (B)(4). Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that injector locking n40-o disconnected from the connector. The following information was provided by the initial reporter: it was reported that injector piece disconnected from the connector. Per complaint details received: patient was sitting on chair, not moving around or touching the tubing. IV pump beeped occluded. I followed the IV tubing to check for clamps and noted that the injector piece had disconnected from the connector piece that was attached to the patient's port. When reattaching the pieces, I felt resistance keeping the 2 pieces together, I used the "suitcase" to keep the 2 pieces attached. Per mother, tubing has come disconnected before. Patients call bell was going off, went into room, IV tubing was on floor, mother stated her tubing just fell off from the patient.

Event description:
It was reported that injector locking n40-o disconnected from the connector. The following information was provided by the initial reporter: it was reported that injector piece disconnected from the connector. Per complaint details received: patient was sitting on chair, not moving around or touching the tubing. IV pump beeped occluded. I followed the IV tubing to check for clamps and noted that the injector piece had disconnected from the connector piece that was attached to the patient's port. When reattaching the pieces, I felt resistance keeping the 2 pieces together, I used the "suitcase" to keep the 2 pieces attached. Per mother, tubing has come disconnected before. Patients call bell was going off, went into room, IV tubing was on floor, mother stated her tubing just fell off from the patient.

Manufacturer narrative:
H.6. Investigation: no samples or photos received for investigation. A device history review was performed for reported lot 2104302, 2104301 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples from the same lots were evaluated, no defects were found. Additionally, optima injector hub (luer part) were measured, samples met acceptance criteria no defects found. Functional testing was performed, penetrating the injector along with a sample syringe and mating components ten times, all results were found to be acceptable with no leaks identified. Based on the available information we are not able to identify a root cause related to the manufacturing process at this time.